Event description:
The customer reported that the device locked up.

Manufacturer narrative:
The customer reported that the device locked up. The unit was evaluated at philips and the symptom was verified. Reloading the software resolved the reported issue.